Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the distributor contacted animas and alleged the following: a patient has had a lot of trouble with communication between transmitter/sensor and pump. Have had pretty big deviations between sensor values and finger measurements. Have had ??? From time to time in the display. The pump has not adjusted the sensor values as expected after calibration. Tried to change transmitter without any luck. They have had re-training with patient how to start up and change sensors and transmitter. Still the same problems has occurred. They decided then to change pump and now everything is working normal. There is no allegation of an adverse event. This complaint is being reported due to the alleged communication problem.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2017 with the following findings: the cgm history shows multiple ¿sensor noise¿ cgm reading interruptions on 1/5/17 ,¿ sensor noise¿ is illustrated with ¿???¿ icon on the pump and it¿s define as unexplained cgm data received by the pump. There was "???¿ transmitter/sensor related warning. Test transmitter was paired with the pump correctly. Bg calibration of 120 mg/dl was accepted in both attempts within 2 hr. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No¿???¿ icon or any eaw occurred during the investigation, unable to duplicate ¿???¿ complaint. The battery compartment is cracked below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.